Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a minimum fill message from the pump after loading the cartridge with insulin during the load process. There was no impact to the customer's blood glucose level. It was indicated that insulin injections were available for back up therapy.